Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia). The lead had high and varying impedances. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).